Event description:
The distributor's customer reported the ventilator shut down and restarted while in use on a patient. Upon restart of the ventilator, the unit went vent inop and alarmed. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor's technical service technician was able to duplicate the vent inop upon power up of the ventilator. The service technician reported the ventilator would not pass extended self testing (est). The service technician replaced the main pcb to correct the problem.